Event description:
It was reported that the patient was still experiencing pain in their back and leg and got "very little tingle". It was noted that the therapy worked while they're being programmed by the manufacturer representative while at the office, but it would not work as well when they got home. Adequate therapy was experienced for the first two weeks, but the adaptive stimulation feature was turned on at the two-week mark and that may have "thrown things off", and it may have been turned on too early. It was noted that the patient had an appointment with the rep scheduled for the next day. It was further reported that the patient got jolts at times on her body. The patient stated that when laying on her right side, she was getting jolts on and off on the left side of her body. It was noted that the patient¿s pain level was high and that her implant needed to be adjusted. The patient stated that it worked when she got adjustments. The patient noted that the cause of this problem was due to adaptive stimulation being turned on too early. It was noted that the health care professional did not want her to do anything for three months to allow the implant to be set by the scar tissue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was reprogramed twice. The patient noted that the first time after surgery, they "messed up" the patient. For the second time, sometime in (B)(6), the adaptive stimulation was turned on and it jolted the stimulation on/off. The patient noted that the adaptive stimulation should have not been turned on so early and that I was supposed to be 6-8 weeks after implant. It was noted that the patient had other settings like pulse programmed, but the patient did not know anything about the settings. The patient stated that her muscle in the area of implant would get bad. It was noted that her muscles would tighten up and charlie horse, which had been happening before implant and for several years. It was also reported that the patient saw the health care professional sometime in (B)(6), and the health care professional determined that the left lead was "falling." It was noted that the patient was having surgery to replace the lead on (B)(6) 2014. The patient noted that she knew the therapy worked well and wanted the therapy to work for her. It was noted that the patient wanted someone to program her device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the lead wires were "fixed" on (B)(6) 2014, but no patient outcome was indicated. It was reported that the patient was to go in for a checkup at her healthcare provider (hcp) the following week. Additional follow-up was conducted to obtain further information. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).